Manufacturer narrative:
Concomitant products: b-braun, 1000ml IV bag of 0.9% sodium chloride lot: j5e753 exp: november 2017; hospira, 100ml IV bag of 20meq potassium chloride lot: 55-060jt exp: january 1, 2017; therapy date (B)(6) 2015. The customer¿s report of secondary back flow into the primary was confirmed. No anomalies were observed on the received set during visual inspection. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag. Testing from the supplier confirmed the failure; however no particulates were found and the root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse hung IV potassium as secondary infusion and the secondary bag was emptied in a half hour. Although there was no harm to patient, a stat potassium blood level was drawn due to the event.